Event description:
Reporter alleged blood glucose was low and customer almost passed out; however, no value could be provided, so a relative called the emergency medical technicians (emts). It was stated, the emts treated customer with a glucose IV and customer did not want to got to the hospital. No value from the emt meter could reportedly be provided. A request was made for the return of the suspect device and replacement product was sent.